Event description:
It was reported that button alarm occurred indicating stuck wake button, and screen showed blood glucose reading as high with exact value unknown. There was no reported impact to the customer¿s blood glucose level beyond high reading shown on display. Customer gave correction insulin using injections, did not need help from others, and Technical Support explained that alarm happened because something was pressing on wake button; customer understood instructions and successfully resumed insulin delivery.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.